Manufacturer narrative:
A ge service rep performed an on site investigation. The focus on the image intensifier power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed images that were unusable. Loss of anatomical landmarks. No report of patient injury.